Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal pain like cramps'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine inflammation ('uterine inflammation'), uterine infection ('uterine infection'), genital haemorrhage ('abnormal bleeding (general)'), arrhythmia ('blood or heart disorder/condition type: arrhythmia'), autoimmune disorder ('autoimmune disorder- type of disorder I dont remember') and suicidal ideation ('neurological conditions or problems type: suicidal thoughts') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". Medical conditions: (B)(6) 2007: a negative pregnancy test in (B)(6) of this year. Concurrent conditions included overweight, abdominal discomfort, foggy feeling in head, forgetfulness, fainting, post-traumatic stress disorder, meralgia paraesthetica, paresthesia, nerve pain, shakiness, anemia, vitamin d deficiency, raynaud's phenomenon, hives, ovarian cyst, uterine cyst, bartholin's cyst, premenstrual dysphoric disorder, uterine inflammation, uterine infection, loss of libido, metrorrhagia, polymenorrhea, sexual dysfunction, amenorrhea, yeast infection, bacterial vaginosis, frequency urinary, cervicitis, vaginitis, spasms, breast pain, heartburn and pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), artificial menopause ("hormonal changes- describe: surgical menopause"), migraine ("migraines / headaches"), anxiety ("neurological conditions or problems type:anxiety/psychological or psychiatric problems condition: anxiety attacks without reason"), pain ("body pain"), headache ("headache") and haematuria ("hematuria"). In 2008, the patient experienced rash ("rashes or skin conditions type: spontaneous rashes"), mass ("rashes or skin conditions type: bumps"), contusion ("rashes or skin conditions type: bruises"), nausea ("nausea"), tooth loss ("dental problems I lost few teeth"), dental caries ("dental problems: lot of cavities") and amnesia ("neurological condition: memory loss"). On (B)(6) 2018, the patient experienced abdominal distension ("swelling abdomen "), 11 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), tachycardia ("tablood or heart disorder/condition type: tachycardia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hyperhidrosis ("hormonal changes describe: sweat"), feeling cold ("hormonal changes describe: coldness"), vulvovaginal dryness ("hormonal changes describe: dryness vaginal"), depression ("neurological conditions or problems type: depression"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry sight"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), colitis ("gastrointestinal or digestive system condition type: colitis"), haemorrhoids ("gastrointestinal or digestive system condition type:hemorrhoids"), constipation ("gastrointestinal or digestive system condition type: constipated hemorrhoids"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal)type: I have it all the time"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: I have it all the time"), vaginal infection ("infection (bladder/ urinary tract/vaginal)type: I have it all the time"), bladder disorder ("bladder or urinary problems or changes: I always have them"), urinary tract disorder ("bladder or urinary problems or changes: I always have them"), arthralgia ("hips pain"), bone pain ("bones pain"), uterine pain ("womb pain"), pain in extremity ("feet pain"), chest pain ("chest pain") and tetany ("corporal spasms") and was found to have weight increased ("weight gain") and red blood cell count decreased ("blood or heart disorder/condition type:red blood cell count low"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy) and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, uterine inflammation, uterine infection, genital haemorrhage, arrhythmia, autoimmune disorder, suicidal ideation, vaginal haemorrhage, female sexual dysfunction, artificial menopause, rash, mass, contusion, tachycardia, dysmenorrhoea, dyspareunia, fatigue, hyperhidrosis, feeling cold, vulvovaginal dryness, migraine, nausea, depression, anxiety, allergy to metals, vaginal discharge, vision blurred, weight increased, gastritis, colitis, haemorrhoids, constipation, alopecia, pain, headache, abdominal distension, haematuria, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, red blood cell count decreased, tooth loss, dental caries, amnesia, arthralgia, bone pain, uterine pain, pain in extremity, chest pain and tetany outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arrhythmia, arthralgia, artificial menopause, autoimmune disorder, bladder disorder, bone pain, chest pain, colitis, constipation, contusion, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling cold, female sexual dysfunction, gastritis, genital haemorrhage, haematuria, haemorrhoids, headache, hyperhidrosis, mass, menorrhagia, migraine, nausea, pain, pain in extremity, rash, red blood cell count decreased, suicidal ideation, tachycardia, tetany, tooth loss, urinary tract disorder, urinary tract infection, uterine infection, uterine inflammation, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness and weight increased to be related to essure (ess205). The reporter commented: 1 ring right and 1 ring left alter placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches or migraines, anxiety, bruising, rashes, cramping, discharge, menorrhagia, night sweats, dysmenorrhea, dyspareunia, constipation, metallic taste in mouth quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs+mr received. Event injury was updated and new events: abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: I do not recall, uterine inflammation, uterine infection, bladder or urinary problems or changes, blood or heart disorder/condition type: tachycardia,arrhythmia, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: sweat, coldness, dryness in vagina, infection (bladder/ urinary tract/vaginal)type: I don¿t recall, migraines / headaches, nausea, neurological conditions or problems type: depression, anxiety suicidal thoughts, nickel allergy, pain, psychological or psychiatric problems condition: anxiety attacks without reason, corporal spasms, rashes or skin conditions type: spontaneous rashes, bumps bruises,vaginal discharge, vision/eye problems type: blurry sight, weight gain, gastrointestinal or digestive system condition type: gastritis, colitis, constipation, hemorrhoids, hair loss, abdominal swelling, body pain, headache, hematuria, low red blood cells, memory loss, she did not undergo an essure confirmation test were added. New reporters, plaintiffs information added. Removal details added. Concomitant conditions added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal pain like cramps'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine inflammation ('uterine inflammation'), uterine infection ('uterine infection'), genital haemorrhage ('abnormal bleeding (general)'), arrhythmia ('blood or heart disorder/condition type: arrhythmia'), autoimmune disorder ('autoimmune disorder- type of disorder I dont remember') and suicidal ideation ('neurological conditions or problems type:suicidal thoughts') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included dysuria. (B)(6) 2007: a negative pregnancy test in january of this year. Concurrent conditions included overweight, abdominal discomfort, foggy feeling in head, forgetfulness, fainting, post-traumatic stress disorder, meralgia paraesthetica, paresthesia, nerve pain, shakiness, anemia, vitamin d deficiency, raynaud's phenomenon, hives, ovarian cyst, uterine cyst, bartholin's cyst removal, premenstrual dysphoric disorder, uterine inflammation, uterine infection, loss of libido, metrorrhagia, polymenorrhea, sexual dysfunction, amenorrhea, yeast infection, bacterial vaginosis, frequency urinary, cervicitis, vaginitis, spasms, breast pain, heartburn and pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), artificial menopause ("hormonal changes- describe: surgical menopause"), migraine ("migraines / headaches"), anxiety ("neurological conditions or problems type:anxiety/psychological or psychiatric problems condition: anxiety attacks without reason"), pain ("body pain"), headache ("headache") and haematuria ("hematuria"). In 2008, the patient experienced rash ("rashes or skin conditions type: spontaneous rashes"), skin mass ("rashes or skin conditions type: bumps"), contusion ("rashes or skin conditions type: bruises"), nausea ("nausea"), tooth loss ("dental problems I lost few teeth"), dental caries ("dental problems: lot of cavities") and amnesia ("neurological condition: memory loss"). On (B)(6) 2018, the patient experienced abdominal distension ("swelling abdomen "), 11 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), tachycardia ("tablood or heart disorder/condition type: tachycardia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hyperhidrosis ("hormonal changes describe: sweat"), feeling cold ("hormonal changes describe: coldness"), vulvovaginal dryness ("hormonal changes describe: dryness vaginal"), depression ("neurological conditions or problems type: depression / psych injury"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry sight"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), colitis ("gastrointestinal or digestive system condition type: colitis"), haemorrhoids ("gastrointestinal or digestive system condition type:hemorrhoids"), constipation ("gastrointestinal or digestive system condition type: constipated hemorrhoids"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal)type: I have it all the time"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: I have it all the time"), vaginal infection ("infection (bladder/ urinary tract/vaginal)type: I have it all the time"), bladder disorder ("bladder or urinary problems or changes: I always have them"), urinary tract disorder ("bladder or urinary problems or changes: I always have them"), arthralgia ("hips pain"), bone pain ("bones pain"), uterine pain ("womb pain"), pain in extremity ("feet pain"), chest pain ("chest pain"), tetany ("corporal spasms") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"), red blood cell count decreased ("blood or heart disorder/condition type:red blood cell count low") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, uterine inflammation, uterine infection, genital haemorrhage, arrhythmia, autoimmune disorder, suicidal ideation, vaginal haemorrhage, female sexual dysfunction, artificial menopause, rash, skin mass, contusion, tachycardia, dysmenorrhoea, dyspareunia, fatigue, hyperhidrosis, feeling cold, vulvovaginal dryness, migraine, nausea, depression, anxiety, allergy to metals, vaginal discharge, vision blurred, weight increased, gastritis, colitis, haemorrhoids, constipation, alopecia, pain, headache, abdominal distension, haematuria, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, red blood cell count decreased, tooth loss, dental caries, amnesia, arthralgia, bone pain, uterine pain, pain in extremity, chest pain, tetany, pelvic pain and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arrhythmia, arthralgia, artificial menopause, autoimmune disorder, bladder disorder, bone pain, chest pain, colitis, constipation, contusion, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling cold, female sexual dysfunction, gastritis, genital haemorrhage, haematuria, haemorrhoids, headache, hyperhidrosis, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, rash, red blood cell count decreased, skin mass, suicidal ideation, tachycardia, tetany, tooth loss, urinary tract disorder, urinary tract infection, uterine infection, uterine inflammation, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, weight decreased and weight increased to be related to essure (ess205). The reporter commented: 1 ring right and 1 ring left alter placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches or migraines, anxiety, bruising, rashes, cramping, discharge, menorrhagia, night sweats, dysmenorrhea, dyspareunia, constipation, metallic taste in mouth quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events: pelvic pain, weight loss were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal pain like cramps'), menorrhagia ('abnormal bleeding (menorrhagia)'), uterine inflammation ('uterine inflammation'), uterine infection ('uterine infection'), genital haemorrhage ('abnormal bleeding (general)'), arrhythmia ('blood or heart disorder/condition type: arrhythmia'), autoimmune disorder ('autoimmune disorder- type of disorder I dont remember') and suicidal ideation ('neurological conditions or problems type: suicidal thoughts') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included dysuria. On (B)(6) 2007: a negative pregnancy test in (B)(6) of this year. Concurrent conditions included overweight, abdominal discomfort, foggy feeling in head, forgetfulness, fainting, post-traumatic stress disorder, meralgia paraesthetica, paresthesia, nerve pain, shakiness, anemia, vitamin d deficiency, raynaud's phenomenon, hives, ovarian cyst, uterine cyst, bartholin's cyst removal, premenstrual dysphoric disorder, uterine inflammation, uterine infection, loss of libido, metrorrhagia, polymenorrhea, sexual dysfunction, amenorrhea, yeast infection, bacterial vaginosis, frequency urinary, cervicitis, vaginitis, spasms, breast pain, heartburn and pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), artificial menopause ("hormonal changes- describe: surgical menopause"), migraine ("migraines / headaches"), anxiety ("neurological conditions or problems type:anxiety/psychological or psychiatric problems condition: anxiety attacks without reason"), pain ("body pain"), headache ("headache") and haematuria ("hematuria"). In 2008, the patient experienced rash ("rashes or skin conditions type: spontaneous rashes"), skin mass ("rashes or skin conditions type: bumps"), contusion ("rashes or skin conditions type: bruises"), nausea ("nausea"), tooth loss ("dental problems I lost few teeth"), dental caries ("dental problems: lot of cavities") and amnesia ("neurological condition: memory loss"). On (B)(6) 2018, the patient experienced abdominal distension ("swelling abdomen "), 11 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), arrhythmia (seriousness criterion medically significant), tachycardia ("tablood or heart disorder/condition type: tachycardia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hyperhidrosis ("hormonal changes describe: sweat"), feeling cold ("hormonal changes describe: coldness"), vulvovaginal dryness ("hormonal changes describe: dryness vaginal"), depression ("neurological conditions or problems type: depression / psych injury"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry sight"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), colitis ("gastrointestinal or digestive system condition type: colitis"), haemorrhoids ("gastrointestinal or digestive system condition type:hemorrhoids"), constipation ("gastrointestinal or digestive system condition type: constipated hemorrhoids"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal)type: I have it all the time"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: I have it all the time"), vaginal infection ("infection (bladder/ urinary tract/vaginal)type: I have it all the time"), bladder disorder ("bladder or urinary problems or changes: I always have them"), urinary tract disorder ("bladder or urinary problems or changes: I always have them"), arthralgia ("hips pain/ knee pain"), bone pain ("bones pain"), uterine pain ("womb pain"), pain in extremity ("feet pain"), chest pain ("chest pain"), tetany ("corporal spasms"), pelvic pain ("pelvic pain"), pain in jaw ("jaw pain"), dizziness ("dizziness") and epistaxis ("nose bleed") and was found to have weight increased ("weight gain"), red blood cell count decreased ("blood or heart disorder/condition type:red blood cell count low"), weight decreased ("weight loss") and white blood cell count increased ("high leucocytes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, uterine inflammation, uterine infection, genital haemorrhage, arrhythmia, autoimmune disorder, suicidal ideation, vaginal haemorrhage, female sexual dysfunction, artificial menopause, rash, skin mass, contusion, tachycardia, dysmenorrhoea, dyspareunia, fatigue, hyperhidrosis, feeling cold, vulvovaginal dryness, migraine, nausea, depression, anxiety, allergy to metals, vaginal discharge, vision blurred, weight increased, gastritis, colitis, haemorrhoids, constipation, alopecia, pain, headache, abdominal distension, haematuria, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, red blood cell count decreased, tooth loss, dental caries, amnesia, arthralgia, bone pain, uterine pain, pain in extremity, chest pain, tetany, pelvic pain, weight decreased, pain in jaw, dizziness, white blood cell count increased and epistaxis outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arrhythmia, arthralgia, artificial menopause, autoimmune disorder, bladder disorder, bone pain, chest pain, colitis, constipation, contusion, cystitis, dental caries, depression, dizziness, dysmenorrhoea, dyspareunia, epistaxis, fatigue, feeling cold, female sexual dysfunction, gastritis, genital haemorrhage, haematuria, haemorrhoids, headache, hyperhidrosis, menorrhagia, migraine, nausea, pain, pain in extremity, pain in jaw, pelvic pain, rash, red blood cell count decreased, skin mass, suicidal ideation, tachycardia, tetany, tooth loss, urinary tract disorder, urinary tract infection, uterine infection, uterine inflammation, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal dryness, weight decreased, weight increased and white blood cell count increased to be related to essure (ess205). The reporter commented: 1 ring right and 1 ring left alter placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: high leucocytes, nose bleed, dizziness, jaw pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: social media received. New events: high leucocytes, nose bleed, dizziness, jaw pain were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.